Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the gastrointestinal videoscope had no image due to noise there was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image due to noise, there were no reports of patient involvement.